Event description:
Doctor was using product on a pt and after 4 good firings instrument misfired on the fifth and sixth firing. Additional info rec'd 8-3-1998. Doctor was performing a laparoscopically assisted vaginal hysterectomy procedure. Instrument misfired. He clamped up the instrument to prevent bleeding and converted the laparoscopic procedure to an open procedure. The surgical procedure was prolonged due to the conversion. Pt outcome was fine and not affected.